Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon reviewing the electrogram, it appeared that the right atrial (ra) lead was located in the patient's ventricle. Both ventricular high rates and atrial high rates showed a similar picture. In addition, there was oversensing with frequent ventricular safety pacing. No further information could be obtained through follow-up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.